Event description:
It was reported that during a balloon expandable stent delivery, the stent did not separate from the balloon. The device was retracted without any reported issue. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned within a 6fr cook introducer sheath. Approximately 34.1cm of the catheter was visible outside of the proximal end of the introducer sheath. The balloon was observed under magnification (10x), and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. No functional testing could be performed due to the condition in which the sample was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. The investigation is inconclusive for failure to separate, as the balloon was unable to be functionally tested due to the dislodged stent. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Section a through d- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.